Event description:
It was reported that the account reached out to let rep know that they had an rf burn on a patient on (B)(6) 2025. The patient was a male and was not shaved where the grounding pad was placed. Patient was prescribed silvadine to help with burn.

Manufacturer narrative:
A device history review has been carried out with all relevant manufacturing records retrieved from the archive and reviewed. This review identified no issues that could have impacted product quality. There have been no issues or confirmed complaints against this raw material or finished good lot. From the information received it would appear that patient preparation was not carried out in accordance with the IFU.